Manufacturer narrative:
The nc quantum apex balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube was separated 30.4cm from the hub. Microscopic examination revealed damage to the exit notch. There is contrast present in the inflation lumen and balloon. There is blood in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube was separated but appeared to have been kinked prior to separation.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While advancing a 20mm x 3.50mm nc quantum apex into a complex lesion, a shaft break occurred. The procedure was not completed due to this event. The patient was reported to be stable post-procedure.

Manufacturer narrative:
Date of event: estimated event date.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While advancing a 2.00mm x 15mm emerge balloon into a complex lesion, a shaft break occurred. The procedure was not completed due to this event. The patient was reported to be stable post-procedure.